Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert noted during testing or in the device trace download. The test blood glucose meter communicates properly to the device noted. Device received with scratched case, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that insulin pump battery went out.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 548 mg/dl, 538 mg/dl, 500 mg/dl, 438 mg/dl, 419 mg/dl, 400 mg/dl, 372 mg/dl and 219 mg/dl. Also the customer was hospitalized due to surgery and not insulin pump related. In hospital the blood glucose level was treated with manual injections. Customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.